Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4 on a patient with a pre-existing flail. A mitraclip xtw was inserted and deployed on the mitral valve. During preparation of a second clip, a mitraclip xtw (51008r1098), after establish final arm angle (efaa), while opening the clip to 190 degrees and inverting the arms, while rotating the arm positioner, significant resistance was encountered, and the clip arms jumped instead of opening or closing smoothly. Troubleshooting was performed. Opening and closing the clip was attempted several times, and more than once, the clip arms could not be inverted due to the resistance of the arm positioner. Therefore, the clip was not used and was replaced. Two clips were then implanted, reducing mr to a grade of 1. The patient was reported to be stable throughout the procedure. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.